Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the in-house test platform where it failed grip calibration. The probable root cause is attributed to deformed/broken grip lever springs pertaining to the mtm.

Event description:
It was reported that during da vinci-assisted left hemicolectomy surgical procedure, site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report delayed control on universal surgical manipulator (usm) 1 when swapping from one console to the other. Tse confirmed that no physical obscuration. Tse confirmed that the other console did not have delay receiving or swapping. The procedure was completed with no reported injury.